Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The service technician found there was no image due to a faulty charge coupled device (ccd) unit. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
An olympus field employee reported that the device exhibited an image problem. There was no patient involvement when the issue was observed.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was presumed that the ccd unit failed and the image did not appear due to unexpected stress was applied to the camera head caused by user handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Further communication with the customer conveyed the following information: issue occurred during a middle of the diagnostic procedure. The procedure was completed with a different device (model and serial number not provided). There were no other devices involved or replaced during this event/procedure. There was no delay in the procedure. Customer confirmed that there was no patient injury or medical intervention associate with this event. There is no additional information available regarding this event. All information has been provided.